Manufacturer narrative:
Visual examination of the provided pictures identified the explanted device and the fractured screw component. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is abnormal angulation at the lower aspect of the arthrodesis nail reflecting a fracture of the distal connector. A single surgical screw is present and appears separate. A large focus of apparent bone graft is mildly displaced and not contiguous with the femur or tibia. Bone quality is markedly osteopenic. Lucencies are noted along the femoral implant. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial left knee surgery on an unknown date. Subsequently, the patient was revised due to a diaphyseal connector and screw fracture. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.